Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic personnel reported that during a functional endoscopic sinus surgery (fess), the registration was successful and no inaccuracy was observed on the face as well as into sinus, however an inaccuracy of 3 millimeters was observed deeper in the sinus when using 70 and 90 degree suctions. The procedure was completed without any issues. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.